Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 58 mm, with the 36 inner diameter metal liner, a femoral stem size 6 standard, and articul/eze metal on metal femoral head. On (B)(6) 2008, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle cup size 56 mm, with the 36 inner diameter metal liner, and femoral stem 11 mm, and a 36 mm, +5 femoral head. Soon after this surgery, I began experiencing pain and difficulty with my implant. Following the implantation of the pinnacle device, I experienced severe pain, discomfort and inflammation in my left thigh and left hip area. Dates of use: (B)(6) 2009 - (B)(6) 2008. Diagnosis or reason for use: osteonecrosis of right hip. Osteonecrosis of left hip.